Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and an altitude alarm occurred, pump was not outside of acceptable altitude limits. Customer cleared alarms, reloaded the same cartridge and successfully resumed insulin therapy. Customer's blood glucose level was 160 mg/dl.